Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles in the fill channel and delamination of valve. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). Additional, changed and / or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.